Event description:
It was reported during bph procedure; fiber "forward firing" was observed. The procedure was completed using second fiber. Patient outcome: "ok" reported. No injury to patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at bevel edge; the metal cap exhibits mild char on surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that the faulty fiber was used for 20:37 minutes with 133,541 joules used and the fiber tip was cleaned during the procedure. The fiber used to complete the procedure was used for 29:10 minutes and 191,736 joules were used.